Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The cause was not determined, but it was reported that the patient underwent ins revision. They had tried charging while lying down and charging pads, but the ins did not want to charge. The hcp repositioned the battery and issue resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was having charging issues. The healthcare provider determined that the issues were related to the orientation of the implant. The stimulator had shifted and was now tilted and no longer flush with the skin. It was noted that the stimulator had been oriented correctly at the initial system implant. A revision was going to occur the next day. No patient symptoms reported.